Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis as it remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, an aortic valve replacement procedure was performed and this 27 mm sjm trifecta valve was implanted. On (B)(6) 2015, an echocardiogram revealed severe aortic insufficiency. A tavi procedure was performed within the trifecta valve on (B)(6) 2015. A 29 mm tavi valve from another manufacturer was implanted.